Event description:
Report received from the USA stating that the device "was leaking air". The reporter stated that the device was used in a crain procedure. There were no delays in surgery. No injuries or medical intervention were reported. There was no additional information provided.

Manufacturer narrative:
The device has been received by anspach. The device was evaluated and the event was duplicated. Evidence indicates this was due to usage wear over time. The event was confirmed. If additional information is received, a supplemental report will be sent.